Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling over-the-wire (otw) balloon catheter with no original packaging or other devices. The inner shaft was separated on the distal side of the weld that joins the inner and outer shaft components. Microscopic examination of the fractured end of the inner shaft revealed no evidence of a deficient bond or any material anomalies. The fracture surfaces are consistent with separation due to tensile overload. There was a 50 mm longitudinal tear in the balloon wall and a complete circumferential tear 50 mm from the proximal balloon bond. There was no evidence of any material or manufacturing deficiencies that could have contributed to the event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a tip fracture and balloon rupture occurred. The target lesion was located in the vein side of a fistula in the patient's arm. A f/g sterling otw 8.0 x 80/80 balloon catheter was advanced to treat the target lesion and was inflated once to 12 atms with no issue noted. The balloon was inflated a second time to 12 atms and ruptured circumferentially. The tip and distal balloon material broke free into the patient but remained on the guide wire. The detached portions were able to be retrieved from the patient with a snare. The balloon was noted to be on a "sharp turn" when the rupture occurred. No further interventions were performed on the fistula. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a tip fracture and balloon rupture occurred. The target lesion was located in the vein side of a fistula in the patient's arm. A f/g sterling otw 8.0 x 80/80 balloon catheter was advanced to treat the target lesion and was inflated once to 12 atms with no issue noted. The balloon was inflated a second time to 12 atms and ruptured circumferentially. The tip and distal balloon material broke free into the patient but remained on the guide wire. The detached portions were able to be retrieved from the patient with a snare. The balloon was noted to be on a "sharp turn" when the rupture occurred. No further interventions were performed on the fistula. No patient complications were reported and the patient's status is ok.